Event description:
A registered nurse (rn) reported that this patient on peritoneal dialysis (pd) therapy had peritonitis and will be using manuals for 28 days. During additional follow-up, the nurse reported that the patient had a pd culture obtained which yielded growth of staphylococcus aureus. The patient was treated with intraperitoneal gentamycin and ceftazidime (per clinic protocol) on an outpatient basis. Per the nurse, the patient is recovering and continues pd treatment with the same cycler and manual antibiotics. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination during the pd exchange.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between peritoneal dialysis (pd) therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy and touch contamination during the pd exchange is a common finding and a significant risk factor for infection. The patient¿s pd culture yielded growth of the organism staphylococcus aureus which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed touch contamination as also reported by the patient¿s nurse. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products and corresponding lot numbers shipped to the patient during the three (3) month timeframe immediately preceding the event date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the rt. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Event description:
A registered nurse (rn) reported that this patient on peritoneal dialysis (pd) therapy had peritonitis and will be using manuals for 28 days. During additional follow-up, the nurse reported that the patient had a pd culture obtained which yielded growth of staphylococcus aureus. The patient was treated with intraperitoneal gentamycin and ceftazidime (per clinic protocol) on an outpatient basis. Per the nurse, the patient is recovering and continues pd treatment with the same cycler and manual antibiotics. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination during the pd exchange.